Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Thrombosis and neurological deficits are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned. It is unknown why the retriever became difficult to withdraw and ultimately fractured; therefore an assignable cause of undeterminable was assigned.

Event description:
It was reported that the patient underwent a mechanical thrombectomy with the subject retriever for a right m1 branch occlusion. During the procedure, after the first pass with the retriever the occlusion was unresolved. While attempting a second pass with the retriever, the physician pulled strongly and the retriever broke off the delivery wire. The broken retriever section remained in the vessel. The occlusion remained and extended from the distal m1 branch to the proximal m1 branch. The patient's current condition was reported as modified rankin scale (mrs) score of 5. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a mechanical thrombectomy with the subject retriever for a right m1 branch occlusion. During the procedure, after the first pass with the retriever the occlusion was unresolved. While attempting a second pass with the retriever, the physician pulled strongly and the retriever broke off the delivery wire. The broken retriever section remained in the vessel. The occlusion remained and extended from the distal m1 branch to the proximal m1 branch. The patient's current condition was reported as modified rankin scale (mrs) score of 5. No further information is available.